Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, multiple cartridges were changed while troubleshooting the issue; however, the issue persisted. Customer's blood glucose was 420 mg/dl. The customer reverted to a backup pump for insulin therapy.